Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of inverted edge on the knife is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic knives exhibited inverted edge. Patient and procedure details were not reported. No patient was exposed during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).